Event description:
The facility reported to a pump with failure code 812:02. This failure code occurred before patient use, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary according to the hospital re.